Event description:
During a patient transport, it was reported that the device lost power multiple times. There was no report of adverse effects to the patient due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported power loss problem. Physio observed proper device operation through functional and performance testing. Physio completed other unrelated repairs and returned the device to the customer for use. A conclusive cause of the reported event could not be determined.